Event description:
The facility reported a failure during two different pt events and involved two different devices. (See add'l file created for the later report, reference MFR report #3015876-2005-00204). The reporter alleged that both reports were the result of another MFR's combination electrodes. For this first reported event, the pt was diagnosed in ventricular fibrillation. The device reportedly displayed a connect electrodes prompt. The operator replaced the combination electrodes with quik-combo pacing/defibrillation/ECG electrodes and proper operation was observed. The pt was not resuscitated. The reporter expressed that pt outcome was not affected by use of any medtronic emergency response systems equipment.